Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "the plastic cone of the puncture needle has hairline cracks and breaks off". No patient harm reported. No medical intervention required. The patient's condition is reported as fine.

Event description:
The complaint is reported as: "the plastic cone of the puncture needle has hairline cracks and breaks off." No patient harm reported. No medical intervention required. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for evaluation. The photo displayed two introducer needles. One of the needle hubs was cracked and contained missing fragments. The other needle hub contained one large crack. A device history record review was performed with no relevant findings. The customer report of a cracked/separated needle hub was confirmed by complaint investigation of the customer supplied photos. A device history record review was performed with no relevant findings. Based on the photo provided, design caused or contributed to this event. A CAPA has been previously initiated to further investigate this issue. Corrective action has not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.